Event description:
It was reported the patient passed away due to a brain bleed. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Event description:
It was reported that the patient was admitted on 23mar. The patient's international normalized ratio (inr) was 3.8 at the time of their admission and their platelet count was normal. A computed tomography (CT) scan was performed which confirmed a large intracerebral hemorrhage (ich) in the right middle cerebral artery (mca) with subarachnoid blood along the central sulcus with right to left midline shift and a small right subdermal hematoma (sdh). The patient presented with progressive left side weakness which progressed to a stupor and coma. Care was withdrawn.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.